Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the optical trocar, lens, fixation trocar, circular and envelop seals all appeared intact. The device was received inserted into the cannula, over insertion can cause the envelope seal to become stretched. Pmv performed functional testing: when the trigger was actuated, the knife blade advanced and cut through the test media. The trocar failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The packaging was received open by the account therefore we cannot reliably determine the condition of the device prior to use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectosigmoidectomy. During introduction of the port into the abdominal wall, a small piece of plastic was visible in the tip of the obturator after 'firing' one time. The piece of plastic was coming from the lens of the obturator. The lens disengaged from the device, but did not fall into the patient cavity. To complete the procedure, another trocar was used. No patient injury or extension in surgical time. Patient status is alive, no injury.